Manufacturer narrative:
(B)(4). One bi-directional, curve d-d flexibility ablation catheter was received for evaluation. The results of the investigation concluded the device passed an ablation simulation test and electrical testing with no anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
(B)(4).

Event description:
During ablation in the left ventricle, a pericardial effusion occurred. Mapping of the right ventricular outflow tract (rvot) was performed and then the area below the mitral valve was mapped and ablation was performed. After some lesions, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm device.